Event description:
It was reported that during a moderately tortuous, proximal, left anterior descending (lad) to left main (lmt) artery stenting procedure, a promus stent delivery system (sds) was advanced without difficulty. During the deployment of the promus stent, the balloon would not inflate and it was noted that the balloon was ruptured. The promus stent did not deploy. The entire promus sds was removed without difficulty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation failure and balloon rupture were confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.